Manufacturer narrative:
Corrected fields: b3 (inadvertently missed). This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. However, it is likely the defect occurred temporarily due to one of the following factors; the scope connector was not sufficiently dry or there was a communication failure due to foreign matter adhered to the electrical contacts. The following information from the instructions for use pertains to this event: "the scope connector shall be connected to the product in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center suddenly disappeared and would also disappear when a slight weight is applied to the connector part while being used with a gastrointestinal videoscope. The issue occurred during a diagnostic screening test. The intended test was completed using the same device. There were no reports of patient harm.